Manufacturer narrative:
(B)(4). The customer reported that during delivery, a pt experienced several desaturations and heart attacks while being monitored using a philips device. There is no indication of any problem with real-time monitoring or alarm annunciation functions. Although a pt died, the available info does not support that the use of the monitor was a factor in the death. The customer needs help in recovering pt data for retrospective analysis. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that during delivery, a pt experienced several desaturations and heart attacks while being monitored using a philips device.